Event description:
New information received noted that the patient was stable.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that the right ventricular lead exhibited noise oversensing. The lead wad capped and replaced on (B)(6) 2023. Patient status is not known.

Manufacturer narrative:
Further information was requested but not received.